Manufacturer narrative:
Patient weight not available for reporting. Date of fracture collapse is not known. 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a trochanteric fixation nailing (tfn) procedure on an unknown date. Procedure was completed successfully and patient was reported as stable. It is unknown whether there was any surgical delay or not. Post operatively, the left hip fracture collapsed on unknown date, resulting in the helical blade sticking out of the femur. This was identified from post-operative x-rays taken 6 months after original procedure. Patient was returned to surgery on (B)(6) 2017 where surgeon performed a revision surgery. The helical blade was removed and a shorter size helical blade was implanted. Concomitant devices reported: tfn nail (part number unknown, lot number unknown, quantity 1), locking screw (part number unknown, lot number unknown, quantity 1). This report is for one (1) unknown helical blade. This is report 1 of 1 for (B)(4).